Event description:
Patient admitted for surgery to correct "perforated diverticulitis". Per the operative report, "the contour stapler was opened - surgeon attempting to fire the stapler, but the pin was not lining up properly and could not be used". Surgeon was stephen chagares, assisted by dr. Binenbaum. No harm to the patient. Another instrument was opened and used successfully.